Event description:
It was reported that a patient was on vv ecls support utilizing ICU rotaflow console as primary blood pump with adult quadroxid at 3.8l/m flow. Patient was transported to ambulance for travel to airport, for air transport. Prior to leaving the patient's hospital room, the circuit was evaluated by a perfusionist. Console was switched to battery support and then patient was escorted to ambulance. When connected to the ambulance ac inverter power supply, the perfusionist received a "battery error" message in status display and console turned off. Perfusionist was able to power the console back "on", however, the console was on battery support and would not switch to ac power support via ac inverter. External voltage light would not activate. Main circuit breaker was in the "on" position." Patient taken back to emergency room and attached to ac wall source, external voltage light activated. Battery voltage checked as 25.9v. Patient transported to ambulance and airplane for successful transport. Vv ecls- veno venous extracorporeal lung support ref: (B)(4). MFR ref# 8010762-2015-00042.